Manufacturer narrative:
The event is being reported based on the analysis findings. Analysis of the pipeline (model: ped-300-12 lot: a655389) found that the distal and proximal dps restraints were intact when compared to the drawing. The dps sleeves and tip coil were found damaged. The hypotube appeared to be intact and with no stretching and the ptfe shrink tubing was found still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. No other damages or anomalies were found with the devices. Based on the analysis findings, the customer report of ¿pushwire kink/damage¿ was confirmed, however, the cause could not be determined. The dps sleeves and the tip coil were found damaged. Possible causes of failure are resistance/stuck during delivery, devices not hydrated per IFU, patient anatomy, or high force delivery. Customer reported patient vessel tortuosity as minimal, devices were prepared as per IFU, and no resistance was noted. As the braid and phenom-27 micro catheter were not returned for analysis, any contribution of the braid and phenom-27 micro catheter towards the ¿pushwire kink/damage¿ could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline pushwire was deformed during delivery. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm with a max diameter of 3mm and a 2mm neck diameter. It was noted the patient's vessel tortuosity was minimal. It was unknown if dual antiplatelet therapy (dapt) was administered. It was reported that when the pipeline was advanced through the microcatheter, the distal tip was visualized fluoroscopically and the physician noted that the wire appeared to be deformed. When the device was removed from the microcatheter, the distal tip was not straight. The pushwire did not appear to be damaged during preparation and delivery; however, it appeared to have been damaged prior to delivery. No friction at all was noted. A replacement was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom plus, phenom 27, synchro ii, target nano 2 coils.